Event description:
The facility reported a pump that over infused. This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital rep. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval, or if any add'l info becomes available.